Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high defibrillation impedance. No changes or intervention was performed.